Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer displayed an error message indicating that the programmer had overheated as the logs indicated multiple overheating issues. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software. Programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error message indicating that the programmer had overheated. The programmer was then unable to gain telemetry with the patient device and was unable to power on afterwards. The programmer was returned for service. There was no patient involvement.